Event description:
The patient did not report any symptoms for this event but stated that they went to the hospital because of hyperglycemia and that the cgm was reading 12.1 mmol/l and the blood glucose reading was 30.2 mmol/l.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient did not report any symptoms for this event but stated that they went to the hospital because of hyperglycemia and that the cgm was reading 12.1 mmol/l and the blood glucose reading was 30.0 mmol/l. The patient stated that at the hospital they checked her cortisol level and that when she arrived it was fine. However, after 1 hour it had dropped because of the hyperglycemia which caused the patient to need treatment for their addison disease. No specific treatment was reported for either the hyperglycemia nor the addison´s disease, and it was not known how much time the patient spent in the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.